Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the pump was powered on and the display functioned properly. The pump was opened and no damage was observed to the display connector or display flex cable; the display latch was secure. The complaint of a blank display was not duplicated. There was no defect found during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/13/2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.